Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had issues with sensor giving incorrect readings. Customer reported to have blood glucose of 400 mg/dl and sensor read 112. Customer reported of times when blood glucose was low and sensor did not advice. Customer also reported of having blood in sensor and not able to use as a result. Customer states that healthcare professional and diabetic care manager made adjustment and will wait to see if adjustment would solve issue. Customer declined to be transferred to helpline.